Manufacturer narrative:
(B)(4). The sample was not returned; however, a photograph was provided for evaluation. Photographic inspection did not show any defects related to the reported problem. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the bottom of its chamber. This occurred after patient infusion of a chemotherapeutic drug and during flushing with normal saline. Spots of normal saline were observed on the floor. The reporter stated that the purpose of the flush was not to reuse the device but to deliver the residual chemotherapeutic solution to the patient. The reporter did not know if leakage of the chemotherapeutic solution occurred during the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.